Manufacturer narrative:
One cadd pump was returned for analysis. Visual inspection performed and product found to be in good condition. Device history record reviewed and no errors found in the log. Use testing was performed. Customer's complaint was not verified. No items were replaced during service. The problem source is unknown.

Event description:
Information was received that the cadd legacy did not count down correctly. No reported adverse effects.

Event description:
Unknown if product fault occurred while in use with a patient.